Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.

Event description:
The pharmacist at the hospital, reported the following event: "the nail broke, at the level of the lag screw, after 4 months of implantation. The pt underwent an unanticipated revision surgery to change the nail." Also, there were difficulties while implanting the nail during the primary surgery.